Event description:
It was reported patient went to hospital after feeling device vibration. Upon interrogation, store episodes of crosstalk were observed. There were no consequences to patient. No further information is available.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.